Event description:
Caller states, patient reportedly received result of 378 mg/dl on the inform system and 170 mg/dl on lab value within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.